Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): a consumer implanted for non-malignant pain reported the implantable neurostimulator (ins) did a reasonably good job, but they were having it explanted due to be tired of sitting for eight to recharge. It was noted the consumer told the manufacturer¿s representative (rep) about the issue in the past who told him not to let the ins battery get so low, but it didn¿t resolve the issue. The consumer was scheduled to have the ins removed on (B)(6) 2017 and was also planning to have back surgery on the same day as the explant which should take care of their original issue. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.